Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 4.0 cm in diameter and 6.6 cm in length abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the non-aneurysmal proximal aortic neck diameter is 21 mm, total aortic neck length was 15cm. The bifurcated stent graft was inserted from right side. It was deployed to contra gate and suprarenal stent was deployed. Then angiography for right distal side confirmed bifurcation of internal iliac artery (iia). Push-up was needed by about 1cm, which was determined to have no difficulty in carrying out. Deployment was continued and cia had landing by 1~2 stent length, and push-up was started. The physician stated that the pushing-up should have been carried out before landing of distal side of ipsilateral limb at common iliac artery (cia). The device was advanced to the targeted area and was implanted. After that, angiography checked contra limb and found occlusion of right internal iliac artery. Since there was no effective treatment for this case, the patient will be monitored and the procedure was completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).